Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the battery compartment. The customer reported blood glucose value of 18 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product mmt-712wws. Troubleshooting was performed but the issue was not resolved. No further patient complications were reported. The product return was requested for mmt-712wws and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform the displacement test due to e52 alarm. The following were noted during visual inspection: corroded battery tube, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The e52 alarm was confirmed due to m/b. However, the original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.